Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The vitamin d total reagent's expiration date was not provided. The e601 module serial number was (B)(6). Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about vitamin d results for 1 patient not matching the patient's clinical diagnosis. The patient sample was tested with elecsys vitamin d total assay on a cobas 6000 e601 module and compared to a mass spectrometry technique and a cobas 8000 e801 module. Vitamin d total: initial result: >70 ng/ml (tested on e601). Repeat result: >70 ng/ml (tested on e601 and no dilution was performed). The customer questioned the initial result and believed that it was abnormally high. No questionable results were reported outside the laboratory and the sample was re-tested. The mass spectrometry test obtained a vitamin d3 value of 37 ng/ml while vitamin d2 was not detected. Vitamin d total iii result: 49.8 ng/ml (tested on e801).